Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not returned for evaluation. A direct relationship between the device and the reported event could not be determined. The center reported that the patient had experienced a seizure and had a subarachnoid hemorrhage. No alarms were reported in relation to the event. The center was discussing a plan of care internally and awaiting recommendations for neurology. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support. The hm3 IFU lists stroke and bleeding as adverse events that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 1 month, 23 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that patient had a seizure and had subarachnoid hemorrhage. Clinicians were discussing plan of care and waiting on neurology recommendations. No other information was provided.